Event description:
Rptr is a 69-year-old hispanic male who has type I diabetes and had been checking his blood sugar at home after being started on insulin. On 6/14/94, he presented to dr's office complaining of a low blood sugar in the 30's-40's. Examination was unremarkable. At this time because his blood sugar was so low dr recommend that he decrease his insulin, but no blood sugar was done. On 7/18/94, he presented to dr's office. Again his blood sugars were in the 30's-40's. He had been trying to eat as much as he could and had decreased his insulin dose as per discussion. However, the blood sugar in the office revealed a high reading which was greater than 500 by machine. Rptr was told to recheck and recalibrate his machine and check his strip. Also a referral was made to home health care to go out and check his blood sugar, as compared to his machine. On 8/2/94, he returns. He was feeling very weak and still having some arthralgia and myalgias. He was not given accurate results. The new strips that he had were finally accurate and are within 20-30 mg of what the nurses are given, which is acceptable.